Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown whether the patient was hospitalized for the event. Treatment was not reported and the cause of peritonitis was unknown. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895276 and gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.